Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusion). Corrected fields: h6 (health effect ¿ clinical code). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However replaced front bezel due to missing fiber optic cover. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak and battery failure. It is unknown under which circumstance the event occurred. Patient involvement is unknown however there was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak and battery failure. There was no patient harm reported.